Event description:
Pt had surgery to replace a prosthetic heart valve -pigs valve- with a mechanical heart valve. The surgery should have been routine, and she returned home after two days feeling fine. The 2nd day she was home after surgery she started having problems with numb and tingling feelings on her right arm and hand. These feelings would come and go and by the 5th day at home the other arm and hand also started the same problems. Then she started getting serious pain from her elbow to her arm pit that was debiliating. She went to the ER and was hospitalized two separate times with out of control blood pressure and the inability to stabilize her coumadin levels. Each time she was released the pain and numb feelings did not get any better and she was accused of being a hypochondriac. Pt is not one to complain about pain unless it is very real. During a shower she reached for the soap and was unable to grasp it or hold it as her hand just stopped working. She lost control of several fingers that never came back to being useful again. She now has one hand and arm that is not useable at all and several fingers on the other hand that also no longer work. They gave her an MRI two separate times and could not tell her anything other then she may have been a candidate for degenarative disk disease that was accellerated during the surgery due to the loss of sternum or breast plate and now they claim she needs splinal surgery to remove two disks and also spinal fusion to keep her from crushing her spinal surgery to remove two disks and also spinal fusion to keep her from crushing her spinal cord and being quadraplegic. Each day she delays she loses more use of the parts that do work and she has been told that she will not regain any of the use that has been loss. They apparently had problems during the surgery and the placement of her body when they used the paddles on her several times. She has large bruises on each side of her body where there are 2nd degree burn marks.